Event description:
Caller reported that a cartridge alarm, identified as cartridge alarm 20, had occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support (cts) resolved the issue by confirming the replacement of the customer's pump, which was still under warranty. The replacement pump arrived with updated software, which the caller acknowledged as missing from their previous device. Instructions were given for returning the faulty pump to tandem, including placing it in storage mode and using a provided return box and pre-paid label. The caller was also advised to program their settings into the new pump and connect their continuous glucose monitor (cgm) to the replacement device. All provided instructions were understood and acknowledged by the caller. Customer reverted to an alternative method of insulin therapy.